Event description:
The customer reported not being able to obtain any results for the immunoglobulin a (iga) test involving the unicel dxc 600 synchron system. The customer also reported obtaining over-range detection and correction (ordac) errors while running samples for iga, cartridge chemistry (cc) cuvette flags, cuvette not dry error and cc delivery subsystem motion error. The customer also attempted to run quality control (qc) for the cc side of the instrument but the instrument did not generate any results. Upon troubleshooting for the errors, the customer reported observing leaks from the cc reagent probe a and cc reagent syringe. The customer indicated that approximately 10-15 ml of fluid had leaked from the reagent syringe. The customer was wearing personal protective equipment consisting of safety glasses, gloves, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed leaks from the cc reagent probe and cc reagent syringe. The fse discovered a loose reagent syringe which was causing the leak and proceeded to tighten the syringe. The fse primed the instrument and no further leaks were observed. Repair was verified per established procedures and results met published specifications. Failure mode of the leak is attributed to a loose cc reagent syringe. Beckman coulter internal identifier for this report is (B)(4).